Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, upon removal of sensor due to sensor failure, the sensor wire was detached and left in the patient's arm. The patient's mother removed the wire. The patient's mother removed the transmitter from the sensor pod while the sensor was still adhered to the patient's body, which is against the cgm user's guide recommendations. The device is not indicated for use in pediatric patients. The device is not indicated for insertion in arm. The mother reported that the patient experienced no discomfort and no medical intervention was required. On a follow-up call from technical support on (B)(6) 2013, patient was reported to be in fine condition.